Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (584 mg/dl). The customer delivered a correction bolus and performed a supply change to treat the bg. The cause for the bg is unknown. The customer continued to use the pump for insulin therapy.